Manufacturer narrative:
B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 10ml short pr saline 10ml fill, contaminated. The following was provided by the initial reporter: the product below is being reported by the customer as contaminated. Please advise disposition. No replacements are needed.